Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power, low battery or blank display noted. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a broken battery cap, a cracked belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 670 mg/dl. The customer experienced symptoms such as chest pains. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer also reported blank display. After troubleshoot, the display did not return. The insulin pump will be returned for analysis.